Event description:
Reporter alleged discrepant obtaining discrepant blood glucose results of 270 mg/dl back to back with a result of 40 mg/dl when testing was performed one test immediately after the one on the aviva system. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing and self treated with glucose tables as a result. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.